Event description:
It was reported a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. Follow-up indicated the patient's symptoms resolved on their own.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.